Event description:
This spontaneous case was received on (B)(6) 2014 from a physician via sales rep and concerned about a (B)(6) yr old male pt. The pt's medical history and concomitant medications were not reported. On (B)(6) 2014, the pt started treatment with sculptra aesthetic injection in the form of poly-l-lactic acid for cosmetic use. The batch number used was (B)(4) and expiry date 11/2014. On (B)(6) 2014, immediately after injecting the pt, the pt had some occlusion and the area started to blanch, which likely involved the facial artery. The injection was stopped and the area was massaged. The blanching was located on the left side of the face and started at the lateral cheek, then traveled medially and branched to the left eye area. The blanching lasted approximately 1 min and the skin turned a greyish color. The pt was given an aspirin and a small amount of nitro-bid paste was applied to the area. The occlusion and blanching improved, but the pt was sent to hyperbaric oxygen therapy, where he received treatment for about 1 and 1/2 hrs. On (B)(6) 2014, the pt received another 1 and 1/2 hrs of hyperbaric oxygen therapy. On (B)(6) 2014, the adverse event had resolved. A f/u appointment with the physician was scheduled for (B)(6) 2014. The reporter did not provide a causality assessment. No further info was provided. Add'l info has been requested for this report.